Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported of moisture damage and blank display. The customer's blood glucose reading was 6.3 mmol/l. The customer stated that they received a sudden vibration followed by a blank display immediately after the pump was exposed to moisture. The customer stated that the battery compartment is not damaged nor corroded. The customer stated that the spring is neither damaged nor corroded. After troubleshoot, the display did not return. The insulin pump was returned for analysis.

Manufacturer narrative:
The insulin pump was received with blank display due to corroded electronic assemblies and with corroded motor home switch. The insulin pump cracked select button keypad overlay and minor scratches on lcd window.